Event description:
A 2.5 mm diameter x 30 mm length endeavor rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal rca lesion. Lesion morphology was non-tortuous and little calcification with diffused stenosis. A slight pinch/bend was observed in the proximal rca; therefore, the lesion was pre-dilated. It was reported that the physician inserted the endeavor drug-eluting stent and successfully deployed the stent at 9 atm. Post dilatation was performed; it was noted at this time that the stent segment appeared hazy. Following that the pinch/bend appeared more obvious. A driver was deployed at the pinched area at 9 atm. Post dilatation of the driver was performed at 9 atm. The pinch/bend appeared relatively better. Patient was transferred to the ccu and is reported to be well. Cd images reviewed: angiographic images of the vessel pre-treatment confirmed the diffuse nature of the stenosis in the proximal rca. The lesion was pre-dilated, but there was residual stenosis within the vessel post dilatation of the target lesion. During deployment of the stent, it was evident that the vessel morphology at the site of the residual stenosis was impacting on the ability of the stent to fully resolve the stenosis. This is what the physician called a pinch/bend in the vessel. Another image appears to show the stent struts conforming to the pinch/bend in the vessel. Subsequent angiographic images appear to show a lighter contrast image on bend that may be due to the presence of calcification at this point in the vessel. There is no evidence of stent fracture from the procedural images provided from the account.

Manufacturer narrative:
(Stent fracture). Evaluation. Please note that this device (lot number 0000302190) is distributed outside the united states; however, it is similar to the united states distributed product.